Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen, consistent with the stent delivery system (sds) at least being partially advanced over the guide wire. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip was separated at the distal end of the distal seal and was returned. The material at the separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The tip was bunched distal to the clear gap, for a length of 1 mm. The tip was stretched distal to the clear gap, for a length of 2 mm. The balloon was not separated as reported; however, it is likely that the noted tip separation was what was perceived by the account as the balloon separation. The inner diameter of the guide wire lumen at the separation, past the proximal seal and guide wire exit notch were measured and met manufacturing criteria. An attempt was made to measure the separated tip, but the pin gauge would not advance past the noted bunching. The guide wire used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. A new guide wire was back loaded through the returned sds and separated tip without resistance noted. In this case, it is possible that the guide wire and sds were not properly supported during insertion of the guide wire, resulting in the tip kinking and bunching. The subsequent removal of the product likely resulted in the tip stretching and ultimately separating. However, the cause of the initial resistance advancing the guide wire could not be determined. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but is not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of product deficiency, all sds are visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to position/remove the guide wire or tip detachment for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulty positioning the guide wire could not be determined; however, the reported difficulty removing the guide wire and separated tip appear to be related to the operational context of the procedure.

Event description:
Reportedly, the xience v became stuck on a non-abbott guide wire before advancement into the patient to treat a totally occluded lesion located in the circumflex. When the stent delivery system was pulled back, the distal end of the balloon became separated. The device never entered the patient and it was removed from the guide wire without further incident. Another 2.5 x 18 mm xience v was implanted. A clinically significant delay in the procedure was not reported. No additional event or patient information was provided.